Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest. Per additional information from investigator via email 23jul2019; upon evaluation of the sample two tears were found in the lumen.

Event description:
It was reported that the catheter balloon was difficult to inflate during pretest. Per additional information from investigator via email 23jul2019; upon evaluation of the sample two tears were found in the lumen.

Manufacturer narrative:
The reported event was confirmed as a manufacturing related issue. The evaluation confirmed a tear on the rubberized layer which caused water to leak out. The device history record was reviewed and found a possible issue(s) that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(1)do not reuse. (2)do not resterilize. (3)be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4)do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1)patients who are or have been allergic to natural rubberlatex (2)patients with known allergy to silver-containing catheter"